Manufacturer narrative:
D1, d2a and d2b were updated. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was reported that during impella cp support, a controller error and placement signal error were observed. The impella cp pump lost aortic (ao) and left ventricular (lv) waveforms during percutaneous coronary intervention (pci) while ballooning the left main (lm) lesion. The waveforms initially returned but was lost again, triggering repeated controller error alarms until the waveforms were successfully restored. There was no patient harm.